Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test and self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. Device received with minor scratched lcd window and cracked keypad at select button. (B)(4) .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had audio anomaly such as sometimes hard to hear when sleeping. Customer stated there was crack on the screen of insulin pump. Customer stated there was no physical damage to retainer ring. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.